Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the insulin pump was cracked on the reservoir compartment. The customer's blood glucose reading was 220 mg/dl at the time of the call. The customer also reported that she previously had a low blood glucose reading of 26 and 27 mg/dl, and then stopped using the device. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and to return their device for analysis.